Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
A patient reported they experienced the events of ¿crohn¿s disease¿, ¿diffuse articular pains¿, ¿polyneuropathy and spondyloarthropathy¿, ¿inflammation of my spine¿, ¿meniere¿s syndrome¿, ¿pulmonary problems¿, ¿multiple lung nodules¿, ¿behcet's disease¿, ¿scleritis¿, ¿my doctor started suspecting that my implants are the cause of all my problems." The device remains implanted. Later patient reported events of ¿has thought even worse things to get rid of the pains that feels every day¿, ¿no breast sensitivity at all, ¿so much, so that in january of this year I went to the beach and the sun caused a horrible stain¿, ¿cannot sleep on stomach because [breasts] hurt a lot, and over time [breasts] began to hurt even patient lying on side¿, ¿sleep with several pillows to try to ease the pain and discomfort caused by silicone. Even practically after 8 years, [breasts] are hard and I have a dense breast¿, ¿pain is so intense that patient not being able to put on a bra and realizing that the left breast has changed shape¿, ¿lot of breast pain, size and temperature increase, lymph nodes¿, ¿crohn's disease¿, ¿polyneuropathy¿, ¿chronic fatigue¿, ¿spondylarthropathies¿, ¿eslerite, vppb and meniere¿, ¿depression¿, ¿behcet¿s disease¿, ¿latent tuberculosis in the lung¿, ¿asthma¿, and ¿sjogren¿s syndrome¿. The remains implanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported left side ¿my doctor started suspecting that my implants are the cause of all my problems,¿ ¿cyst and foci of enhancement of non-specific nature,¿ ¿seroma,¿ ¿has thought even worse things to get rid of the pains that feels every day¿, and ¿depression¿. "Bia-alcl" and "lymphoma" also reported, but diagnostic tests for such not provided. ¿crohn¿s disease¿, ¿diffuse articular pains¿, ¿polyneuropathy and spondyloarthropathy¿, ¿inflammation of my spine¿, ¿meniere¿s syndrome¿, ¿pulmonary problems¿, ¿multiple lung nodules¿, ¿behcet's disease¿, ¿scleritis¿, ¿calcified microcnode in lower lobe of the right lung¿, ¿autoimmune diseases¿, "asia syndrome', ¿eslerite, vppb and meniere¿, ¿latent tuberculosis in the lung¿, ¿chronic fatigue¿, ¿asthma¿, ¿temperature increase¿, ¿so much, so that in january of this year I went to the beach and the sun caused a horrible stain¿, ¿rheumatoid arthritis¿, and ¿inflammatory interstitial disease¿ reported but not considered device related.